Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they error code 133.6080 caused by disconnected backup speaker, reconnected backup speaker. Replaced missing pole clamp, power cord, power cord wrap, left iui. Replaced corroded right iui. Replaced cracked handle, wireless card panel. Replaced unresponsive keypad. Performed r060 super cap recall. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 12feb2013 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarmed and displayed an unknown error code message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarmed and displayed an unknown error code message. No additional information was provided. There was no patient involvement.